Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation:device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified that both devices are broken, but are not identified on each side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: b.5, d.7, h.6.